Manufacturer narrative:
(B)(4). Date sent: 05/25/2021. D4: batch # u5ej1c. H6: component code = mechanical (g04). Per photographic evaluation: this is an analysis of two photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the first photo shows a device from top view with a battery loaded and the bailout door removed. The second photo shows a device from anvil area with a blue reload loaded. However, the condition of the sled could not be assessed. Based on the photos the event describe cannot be confirmed, however no conclusion or root cause could be determined. Additional information was requested, and the following was received: a manufacturing record evaluation was performed for lot#/batch u5eg1c provided and was found that doesn't correlate to any product code, could you please provide the correct lot #/batch? Could you please provide more details for "could not fire . The knife moved to the distal end"? Could you please clarify if happened under same fire or reload was changed.? Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? The correct lot number is u5ej1c. Response: all the above answers are unobtainable. Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with an gst60b reload present. The reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the bailout system and the switch actuator post was found to be broken with the switch actuator loose; which lead to the device not been able to fire. The damage to the actuator post has been correlated to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: could you please provide more details for "could not fire . The knife moved to the distal end"? Could you please clarify if happened under same fire or reload was changed.? Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc?

Event description:
It was reported that during radical resection of sigmoid colon cancer surgery, could not fire . The knife moved to the distal end, but could not return knife automatically. Knife reverse button could not work. Used manual override lever to return knife. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.